Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2011 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection requiring removal. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: records prior to (B)(6) 2011 including operative report for hiatal hernia repair were not provided.] On (B)(6) 2011: (B)(6) healthcare. (B)(6), md. Operative report. Preoperative diagnosis: incarcerated incisional hernia. Postoperative diagnosis: incarcerated incisional hernia. Procedure performed: laparoscopic repair. Assistant: none. Complications: none. Anesthesia: general. Findings: omentum in an incisional hernia. Estimated blood loss: 100 ml. Specimens: none. Description of procedure: ¿after informed consent was obtained, the patient was taken to the operating room where she was given general anesthesia. She was given IV antibiotics. She was prepped and draped in the usual sterile manner. Marcaine 0.5% was used prior to all skin incisions. Two 5 mm trocars were placed on the left side of the abdomen to get good visualization of the incision. There was omentum up in the hernia. Two other ports were placed on the right side, a 5 mm and a 12 mm port. Using the harmonic scalpel and traction the omentum was reduced out of the hernia. Then I got some gore dualmesh to the field for repair of the hernia. It was tagged on all four corners and placed into the abdominal cavity. Then using separate stab incisions the four corners were tacked up to the abdominal wall through separate suture passes through the abdominal fascia. The tacks were then used to further secure the mesh in place. There was good coverage of the defect of at least 3 cm on all sides. Once I was comfortable with the repair, I took the 12 mm trocar out and closed that incision with a suture passer and a 0 vicryl. This was done while watching with the camera. Once that was closed the abdomen was desufflated and the trocars were removed. Skin incisions were closed with 4-0 monocryl in an interrupted subcuticular fashion. Dermabond was used as a final dressing. The patient was extubate [sic] and taken to the recovery room in stable condition.¿ on (B)(6) 2011: (B)(6) healthcare. Implant record. Site: abdomen mid. Description: mesh gore dual plus 10 x 15 cm 1dlmcp03. Lot #: 06824707. Quantity: 1. Manufacturer name: w. L. Gore and associates. On (B)(6) 2011: (B)(6) healthcare. Implant sticker. Gore® dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 06824707. W. L. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/06824707) was implanted during the procedure. On (B)(6) 2016: (B)(6) hospital. (B)(6), md. Operative report. Resident(s): michael (B)(6), md. Pre-op diagnosis: small bowel obstruction. Post-op diagnosis: gallstone ileus. Procedure: exploratory laparotomy. Enterlolysis [sic] 45 minutes. Small bowel enterotomy for removal of gallstone, primary repair of enterotomy. Findings: prior intraperitoneal mesh divided with midline incision, with small bowel adherent to mesh. Pelvic adhesions with gallstone in distal small bowel, proximal dilatation of small bowel and distal decompression. Specimens: possible gallstone. Anesthesia: general endotracheal. Estimated blood loss: 50 cc. Description of procedure: ¿the patient was identified in the holding area, and was transported to the or by anesthesia. She was placed on the operating table in supine position, and general endotracheal anesthesia was initiated. Foley catheter was inserted, and her abdomen was prepped. A midline laparotomy incision was made. The fascia was incised sharply. Intraperitoneal mesh was encountered at the inferior portion of the incision, and small bowel was densely adherent to the mesh. The small bowel was carefully divided from the mesh using a metzenbaum scissors. One small serosal defect was created during this extensive enterolysis, and was ultimately closed with vicryl suture. Once the small bowel was free from the mesh we began running the small bowel, which was significantly dilated. There were adhesions in the pelvis and right lateral sidewall that were taken down sharply and with electrocautery. There was a palpable firm, round mass within the distal small bowel that was mobile. The terminal ileum was decompressed. This mass was milked proximally. Green towels were laid down, and a transverse enterotomy was made in the small bowel. Succus was suctioned, and the mass was removed. It appeared to be a gallstone, approximately 2 cm in size (see image below). This mass was sent as a specimen to pathology. The enterotomy was then closed with interrupted vicryl sutures in a longitudinal fashion in order prevent narrowing of the bowel lumen. The gallbladder was not visible secondary to adhesions, and identification of a fistula to the small bowel was not pursued. The ng tube was noted to be well positioned within the stomach. The fascia was then closed with two running pds sutures. The mesh was incorporated at the inferior portion of this closure. The wound was then irrigated, and the skin was closed with two running monocryl sutures. Dermabond was applied. The patient¿s ng tube was bridled, and her foley catheter was removed. The patient was extubated without complication, and was transported to pacu in stable condition.¿ complications: none; patient tolerated the procedure well. Disposition: floor, non-monitored bed. Dr. (B)(6) was present for the entire procedure. On (B)(6) 2016: (B)(6) hospital. (B)(6), md, phd. Pathology report. Accession #: (B)(4). Preop diagnosis: small bowel resection. Specimen: a. Possible gallstone. Diagnosis and interpretation: possible gallstone (gross description only). Microscopic description: microscopic examination has been performed on hematoxylin and eosin stained sections. Gross description: patient and specimen identifying information on the requisition slip correspond to that on the specimen container(s). ¿possible gallstone¿: in formalin, a 3 x 2.3 x 2.3 cm yellow-brown lobulated stone. This specimen is for gross identification only and will be held for 3 weeks from the date of this report. On (B)(6) 2017: (B)(6) hospital. (B)(6), md, pgy3; (B)(6), md. Operative report. Procedure performed: excision of abdominal mesh, component separation, lysis of adhesions >1 hour. Preoperative diagnosis: abdominal mesh infection. Postoperative diagnosis: same. Teaching surgeon: osi (B)(6), md. Assistant: (B)(6), md. Complications: none. Anesthesia: general. Estimated blood loss: 75cc. Specimens: abdominal mesh. Indications for procedure: (B)(6) is 69 y.o. Female with history of previous abdominal hernia s/p repair with mesh placement who now presents with chronic abdominal wound and persistently draining sinus. Intraoperative findings: goretex mesh embedded within abdominal fascia with tightly adhered bowel. Small mid-abdominal sinus tract encountered with fibrotic granulation tissue on the surface of the immediately adjacent small bowel. No obvious enterotomy or small bowel fistula appreciated. Component separation of posterior rectus sheath and external oblique aponeurosis for tension free fascial closure. Description of procedure: ¿the patient was taken back to the operating room and placed in the supine position. Anesthesia was induced. The abdomen was prepped and draped in the usual sterile fashion. A midline vertical incision was made from the mid-upper abdomen extending down to the mid-lower abdomen. The keloid scar from the previous laparotomy incision was carefully excised. The subcutaneous tissue was dissected down to the level of the fascia with care to avoid injury to underlying bowel. A moderate sized piece of goretex mesh was encountered with multiple old sutures interspersed throughout, which were both embedded within the fascia. The mesh was tediously dissected off the fascia using a combination of electrocautery, and blunt and sharp dissection. A small sinus tract was visualized mid-way along the fascia with a minimal amount of purulent drainage expressed. No gross contamination. The sinus tract extended posteriorly, and was carefully excised. Specimen was sent for pathology. The immediately adjacent bowel was found to have a small amount of fibrinous granulation tissue on its surface, which was previously adhered to the overlying mesh. No obvious enterotomy or fistula was appreciated. Tightly adhered bowel was meticulously dissected off the mesh and peritoneum with metzenbaum scissors. A small inadvertent serosal tear was created, which was repaired primarily with 3-0 vicryl suture. The mesh was completely excised and sent for pathology. Next, the peritoneum was cleared circumferentially around an approximate 5cm circumference. The anterior fascia was similarly cleared along a 5cm circumference using electrocautery with care to spare perforators when possible. The new fascial edges did not come together easily for a tension free closure. We, therefore, elected to proceed with a component separation of the abdominal wall. The aponeurosis of the external oblique muscle was incised 2cm lateral to the lateral border of the rectus abdominis muscle on bilateral sides. The myoaponeurosis of the external oblique muscle on bilateral sides was transected longitudinally extending both cephalad and caudal for a total of 10cm. Next, the posterior rectus sheath was incised posteriorly near the midline, and the incision was extended along the length of the wound using electrocautery. After adequate component separation, the two fascial edges came together without any tension. The fascial edges were then resected back to healthy and viable tissue. The fascia was re-approximated using multiple interrupted 0 prolene sutures. The wound was irrigated. Hemostasis was achieved. Two jp drains were then placed in the subcutaneous space overlying the fascia. The two drains exited via the rlq and llq skin incisions, respectively. The drains were secured to the skin using a 3-0 nylon suture. Multiple interrupted 3-0 vicryl sutures were in placed [sic] in the deep dermal layer. The skin was closed with running 4-0 vicryl suture. Dermabond was applied. The patient tolerated the procedure well, extubated in the or and was taken to pacu in stable condition. All counts were correct at the conclusion of the case.¿ on (B)(6) 2017: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2017 procedure was not provided.] There is no information detailing the etiology of the infection. On (B)(6) 2017: (B)(6) hospital. (B)(6), md. Discharge summary. Consults: none. Significant diagnostic studies: CT abdomen/pelvis 8/2. Impression: periumbilical cellulitis with tract for the midline abdominal wall. No [illegible] fluid collections. New mesh in place following ventral hernia repair. Extensive colonic diverticulosis. Previous hiatal hernia repair. Discharge exam: abdomen: soft, nondistended, appropriately tender to palpation. Midline surgical incision well healed, no erythema or drainage. Abdominal binder in place. Disposition: home or self-care. Follow up 1 week with dr. (B)(6). Records span (B)(6) 2011 to (B)(6) 2017 a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06824707. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.